Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014.   According to the complainant, during the ablation phase of the procedure a fluid loss alarm was received. No visible leak was noted but the sponge placed around the cervix was noticed to be moist post procedure. The ablation was successfully completed using this device. Two weeks post procedure (exact date was not specified), patient¿s follow-up examination revealed the presence of a second-degree vaginal burn approximately 4x4cm in size located at 7 o'clock position. A blanching area was also noticed on the cervix at 6 o'clock position. No treatment was required for the burn. The patient was reported to be recovering well.